Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional point of contact: contact person name: robert h, contact department: biomed a getinge field service engineer (fse) stated during preventive maintenance (pm) he found the iabp missing the top bin assembly. To resolve the issue he installed mentioned parts: d380-00-0539 storage bin, top, d441-00-0196 chassis, storage bins, d406-00-0947 bracket, mount, doppler strg, d997-00-0596 assembly, tether.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units missing top drawer. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.